Manufacturer narrative:
Customer stated yes, the problem was related to use error. Implant was patient's left eye. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection reveals that the lens was cut it in half. One haptic is bent. Also, the lens optic has a scratch. The sample conditions could be related to the lens explant and/or handling during the insertion process. Visual inspection also revealed surface residuals (fiber/particles) on the lens compatible with the handling the lens in a non-sterile environment. No cosmetic defects related to manufacturing were found in the returned lens. No cosmetic defects related to manufacturing were found in the received lens. The conditions of the lens were related to an inadequate handling of the unit during the implanting and/or explant process. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that during the implantation of an ar40e intraocular lens (iol), the haptic tore. The incision had to be enlarged to remove the iol but a vitrectomy was not required. No patient injury was reported and the patient is reported to be doing fine.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.